Event description:
It was reported that during a gastric bypass, the staples did not form correctly. Another device was used to complete the case. There were no adverse consequences to the pt. Additional info requested and responses received below.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.